Event description:
On 18th october 2022, rayner received notification from its us affiliate company of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the capsular bag broke while inserting the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the capsular bag broke during insertion of the rayone aspheric rao600c. The product was not made available to rayner for evaluation. It is presumed to have been discarded following explant. Rayner's lifetime rate for "torn capsule during injection" for its rayone hydrophilic preloaded iol range is (B)(4). As demonstrated by our incident rate this is a rare failure mode and in no case received by rayner has a causal relation to the device been established. The rayner risk analysis identifies avdancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of capsule rupture in this case.